Event description:
I believe my breast implants are causing significant health issues. Over the past several years my health has slowly gotten worse, yet all of my bloodwork is fine. I have chronic fatigue, allergies that now require shots on a weekly basis, early onset menopause, fibromyalgia, migraines, ibs, raynaud syndrome, te list seems never ending. I believe I have what is known as breast implant illness and it has taken away any my life as I once knew it. I have no energy anymore and I am only (B)(6) y/o. FDA safety report ID# (B)(6).